Manufacturer narrative:
The surgeon removed the left tmj devices due to preauricular pain. The surgeon plans to replace revision devices after being managed postoperatively. Several mdrs were submitted for this event (2031048-2021-00003).

Event description:
The surgeon removed the left tmj devices due to pain.